Event description:
The advanced control base tilted by itself during surgical procedure. The indicator lights were on and the bed was locked. Biomed confirmed tilting condition and removed table from service. Testing found faulty keypad on the hand control causing bed to activate without user response.

Manufacturer narrative:
Review of the complaint will be updated after investigation is completed (B)(4).